Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she used to have a spinal cord stimulator and it made her feet fall asleep. The patient reported that her doctor told her that her feet fell asleep because the implant was placed too low. No further complications were reported.